Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report that discordant, falsely low carbon dioxide (co2) results were obtained on multiple patient samples on a dimension vista 1500 instrument. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse ran special method testing (smt), replaced sample 1, 2 and integrate multisensor technology (imt) mixers. Cse recalibrated co2, resulting acceptably. The cause of the discordant, falsely low co2 results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required. MDR 2517506-2018-00615 was filed for a similar event which occured on (B)(6) 2018.

Event description:
Discordant, falsely low carbon dioxide (co2) results were obtained on multiple patient samples on a dimension vista 1500 instrument. The initial results were reported to the physician(s). The samples were repeated on the same instrument, resulting higher. The repeat results were reported, as the correct results, to the physician(s). The customer did not provide all of the discordant results obtained on the dimension vista instrument. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 results.